Manufacturer narrative:
Date of event: unknown. Investigation summary: bd had not received samples, but four photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective hemogard cap with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for defective hemogard cap was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® plastic k2edta tube, lavender bd hemogard¿ had defective hemogard shields. No injury or medical intervention.